Manufacturer narrative:
The suspect device has been disposed of by the user facility and will not be rec'd by boston scientific corp for eval.

Event description:
It was reported that during the procedure, the injection needle on the injection gold probe bipolar electrohemostasis catheter would not open and close.